Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to an open pulse wire in cable connecting the distribution node to ECG "b". The root cause for the open pulse wire could not be positively identified but was likely excessive force on the cable. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functionality testing. The last pt to use this electrode belt did not report any deficiencies.